Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the implantable pulse generator (ipg) system, the patient developed a pneumothorax. Pulmonary consult was obtained and the ipg remains in use.  No further patient complications have been reported as a result of this event.